Event description:
On or about (B)(6) 2009, a "monarc subfacial hammock" was implanted "to treat stress urinary incontinence." Plaintiff's attorney has alleged that, "after the monarc was inserted, plaintiff experienced pain, dyspareunia and erosion of the mesh into her vagina. As a result of the erosion, plaintiff underwent a subsequent surgery on (B)(6) 2010, to remove portions of the mesh." It was also alleged that, "plaintiff has suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.